Event description:
It was reported that the mla measurement was inaccurate. Avvigo plus multi-modality guidance system was selected. During the procedure, mla measurements were inaccurate and the ffr/dfr were able to equalize but the values disappeared during pullback. No patient complications reported.

Manufacturer narrative:
D2b pro code: dsk, itx, iyo. H3 device eval by manufacturer: product investigation is not ready or has not been completed at the time of this report.